Event description:
A pt received 8 prosorba column treatments. Just prior to, and concurrent with, prosorba treatments, the pt was started on cytoxan therapy to treat progressive and aggressive mononeuritis multiplex and ra. The pt developed aplastic anemia and thrombocytopenia which, in the physician's opinion, was the result of the cytoxan therapy and/or the underlying autoimmune disease. Subsequent to the eighth prosorba column treatment, the pt was hospitalized with profound weakness. Pt was found to be severely pancytopenic and a bone marrow biopsy was consistent with aplastic anemia. The pt was transfused and treated with IV antibiotics. The pt continued to weaken and expired approx two weeks later, reportedly from complications of pancytopenia and infection.